Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity estimate due to a programmer software estimator error. It was additionally noted that the battery was depleting faster than expected due to demands on device, impacting longevity. The programmer and device remain in use. No patient complications have been reported as a result of this event. Additionally, it was reported that the left ventricular (lv) lead exhibited high outputs. The lead remains in use. No patient complications have been reported as a result of this event.